Event description:
Boston scientific received information that during a routine follow-up appointment, the shock impedance measurement on the right ventricular (rv) lead was greater than 125 ohms. The configuration of the shock vector was changed; however, the impedance measurement was still greater than 125 ohms. Further testing was performed and a 41j shock was delivered. The shock impedance measurement from the test was 79 ohms. After the test was performed, the measurement was 90 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.